Event description:
Champion af study: it was reported that a pericardial effusion occurred. Prior to index procedure, aspirin (81mg) and rivaroxaban (20 mg) were administered. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) with a complete laa seal and deployed device diameter is of 20.8 mm. Eight (8) days post index procedure, the patient presented to the emergency department with shortness of breath. Echocardiogram revealed a large pericardial effusion with tamponade. A pericardiocentesis was performed. Four days post admittance to the hospital the patient was discharged from the hospital on aspirin and clopidogrel.

Event description:
Champion af study. It was reported that a pericardial effusion occurred. Prior to index procedure, aspirin (81mg) and rivaroxaban (20 mg) were administered. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) with a complete laa seal and deployed device diameter is of 20.8 mm. Eight (8) days post index procedure, the patient presented to the emergency department with shortness of breath. Echocardiogram revealed a large pericardial effusion with tamponade. A pericardiocentesis was performed. Four days post admittance to the hospital the patient was discharged from the hospital on aspirin and clopidogrel. It was further reported that transthoracic echocardiogram (tte) revealed a pericardial effusion with a maximum diameter of 1.8cm, fibrinous layering density around the right ventricle, septation in the pericardial space, right atrium buckling, and dilation of the inferior vena cava. A slow bleed from a microscopic perforation was identified as the source of the pericardial effusion. During the pericardiocentesis, 595ml of serosanguinous fluid and 595cc of old blood was removed and a pericardial drain was placed. One day post placement of the pericardial drain, 450ml of fluid was removed and tte revealed the presence of a small pericardial effusion localized around the free wall of the right atrium. Three days post placement of the pericardial drain the drain was removed prior to patient discharge.